Event description:
An ipp device was implanted on 12/17/96. Info received on 2/11/97 indicates the pt states "his penis is curved following implant-wasn't curved prior to implant". Add'l lot/ser#: co392 005.